Event description:
The physician attempted to place the device in lad for perforation. It came off the balloon inside the artery. The device was retrieved with crossail balloon. 8 f guide was used for procedure of graftmaster entrance.